Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The patient was helping a child put on some shoes at the time of the shock. The sensing vector was set to the secondary vector. The patient recently had a baby and has lost some weight. The pulse generator now moves easily in the pocket. The other two sensing vectors have noise. So, the doctor elected to explant and replace the pulse generator with a new on. The device was difficult to explant so the doctor used forceps. During the explant, the doctor noted the pulse generator can had significant dents on the backside of the device. A new device was successfully implanted. There were no additional adverse patient effects.